Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. After reviewing the customer's t:connect data, the inaccurate fill estimates were confirmed. There was no reported impact to the customer's blood glucose level. Customer will use current pump as backup therapy until replacement is received.